Event description:
The cautery pencil shorted and arcing occurred between the cut and coag buttons. The cautery pencil was constantly on coag mode without being activated. The pencil would activate upon plugging into the "esu" machine. No pt injury occurred as a result of this incident.